Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, headache and medical device discomfort outcome was unknown. The reporter considered genital haemorrhage, headache, medical device discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure (batch no. C13140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, headache and medical device discomfort outcome was unknown. The reporter considered genital haemorrhage, headache, medical device discomfort and pelvic pain to be related to essure. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and menorrhagia ('heavy and extended periods of bleeding / menorrhagia') in an adult female patient who had essure (batch no. C13140) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, ectopic pregnancy and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopy assisted vaginal hysterectomy and laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, headache and medical device discomfort outcome was unknown. The reporter considered headache, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details: both ostia seen, essure devices deployed - 6 coils on left and 0 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: both essure inserts in satisfactory position; satisfactory occlusion of both fallopian tubes. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: nullification: with follow up information received on 10-feb-2021 this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure (batch no. C13140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, headache and medical device discomfort outcome was unknown. The reporter considered genital haemorrhage, headache, medical device discomfort and pelvic pain to be related to essure. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2020: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure (batch no. C13140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, headache and medical device discomfort outcome was unknown. The reporter considered genital haemorrhage, headache, medical device discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-nov-2020: essure lot number was provided: c13140. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("severe headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, headache and medical device discomfort outcome was unknown. The reporter considered genital haemorrhage, headache, medical device discomfort and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.